Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. 886674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Concomitant products included cyclobenzaprine from 2002 to 2020, metoprolol tartrate and omeprazole. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), nausea ("nausea"), menstrual cramps ("dysmenorrhea(cramping)"), pelvic pain ("pain/ could not twist orturn sideways stabbing pain on sides.") And abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pain menstrual ("debilitating menstrual pain"), migraine ("migraine"), anxiety ("anxious"), depression ("depressed"), visual impairment ("vision problem"), eye disorder ("eye problem"), fallopian tube cyst ("both tubes calcified and cyscts") and calcinosis ("both tubes calcified"). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, nausea, menstrual cramps, pelvic pain, visual impairment, eye disorder, weight increased, abdominal pain upper, fallopian tube cyst and calcinosis outcome was unknown and the genital haemorrhage, pain menstrual, anxiety and depression had not resolved. The reporter considered abdominal pain upper, anxiety, calcinosis, depression, device dislocation, eye disorder, fallopian tube cyst, genital haemorrhage, menorrhagia, menstrual cramps, migraine, nausea, pelvic pain, vaginal haemorrhage, visual impairment, weight increased and pain menstrual to be related to essure. The reporter commented: approximate weight at the time of essure placement 5 61/2 lbs. Most recent follow-up information incorporated above includes: on 14-jul-2020: pfs received: new event plaintiff did not undergo confirmation test was added. Concomitant medication added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. 886674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Concomitant products included cyclobenzaprine from 2002 to 2020, metoprolol tartrate and omeprazole. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), nausea ("nausea"), menstrual cramps ("dysmenorrhea(cramping)"), pelvic pain ("pain/ could not twist orturn sideways stabbing pain on sides.") And abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pain menstrual ("debilitating menstrual pain"), migraine ("migraine"), anxiety ("anxious"), depression ("depressed"), visual impairment ("vision problem"), eye disorder ("eye problem"), fallopian tube cyst ("both tubes calcified and cyscts") and calcinosis ("both tubes calcified"). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, nausea, menstrual cramps, pelvic pain, visual impairment, eye disorder, weight increased, abdominal pain upper, fallopian tube cyst and calcinosis outcome was unknown and the genital haemorrhage, pain menstrual, anxiety and depression had not resolved. The reporter considered abdominal pain upper, anxiety, calcinosis, depression, device dislocation, eye disorder, fallopian tube cyst, genital haemorrhage, menorrhagia, menstrual cramps, migraine, nausea, pelvic pain, vaginal haemorrhage, visual impairment, weight increased and pain menstrual to be related to essure. The reporter commented: approximate weight at the time of essure placement 5 61/2 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and genital hemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included omeprazole. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant), the first episode of dysmenorrhoea ("debilitating menstrual pain"), migraine ("migraine"), anxiety ("anxious"), depression ("depressed"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), the second episode of dysmenorrhoea ("dysmenorrhea(cramping)"), pelvic pain ("pain/ could not twist or turn sideways stabbing pain on sides."), visual impairment ("vision problem"), eye disorder ("eye problem"), weight increased ("weight gain"), abdominal pain upper ("stomach pain"), fallopian tube cyst ("both tubes calcified and cysts") and calcinosis ("both tubes calcified"). At the time of the report, the device dislocation, vaginal hemorrhage, menorrhagia, nausea, the last episode of dysmenorrhoea, pelvic pain, visual impairment, eye disorder, weight increased, abdominal pain upper, fallopian tube cyst and calcinosis outcome was unknown and the genital hemorrhage, anxiety and depression had not resolved. The reporter considered abdominal pain upper, anxiety, calcinosis, depression, device dislocation, eye disorder, fallopian tube cyst, genital hemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal hemorrhage, visual impairment, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: approximate weight at the time of essure placement 5 61/2 lbs. Most recent follow-up information incorporated above includes: on 8-nov-2018: plaintiff fact sheet received. Event added: abnormal bleeding (vaginal, menorrhagia), migration of essure device, nausea, dysmenorrhea (cramping), pain/ could not twist or turn sideways stabbing pain on sides. Vision problems, eye problems, weight gain, both tubes calcified, both tubes cysts, stomach pain. Reporter information was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.